Manufacturer narrative:
(B)(4). The product was not returned for evaluation. As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. A review of the DHR did not indicate any anomalies during the manufacturing process. No further action is required. At this time this complaint is considered to be closed. Device discarded.

Event description:
As reported by the rep, a pair of versutru forceps, during surgery, started sticking, charring, and scissoring. The product was not saved.